Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen has become unresponsive. There was no reported impact to customer's blood glucose level. Customer stated that they have not checked blood glucose levels yet. Reportedly, customer has back up manual injections for continued insulin therapy. In addition, it was reported that the battery depleted quickly. Reportedly, when the customer went to bed the battery was changed at 90% and when the customer woke up the battery was charged at 5%.